Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 2 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable due to an open clamp on an unused supply line. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the use error in this complaint. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's (B)(4) to report a system error (2240) during dwell 2. The technical service representative (tsr) advised the home patient (hp) that the se indicates air has entered the cassette. The tsr had the hp cycle power and the se 2367 displayed. The tsr advised the hp that therapy had ended and would need to start over with new supplies. The tsr advised the hp that any lines not being used during therapy would need to remain closed. There was no patient injury or medical intervention indicated at the time of the initial report. The nurse contacted the writer on (B)(6) 2010 regarding the reported problem. The nurse stated that they were aware of the alarm, and that everything was fine with the home patient. No patient injury or medical intervention was reported.